Manufacturer narrative:
Occupation: lead tech. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop multipurpose drainage catheter was placed into the left renal calyx of the patient during a nephrostomy procedure. A leak was noticed after 3 days of the device being in place. The device was then removed. It is unknown if the device was replaced.

Manufacturer narrative:
Investigation/evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. Proper procedures are in place to identify and prevent this failure mode prior to device distribution. The instruction for use (IFU) instruct the user to inspect the device prior to use to ensure that no damage has occurred. A review of the device history record revealed several nonconformances. Six devices were found to have an inadequate tip/taper, three devices had embedded foreign matter and one had out-of -round side ports. The catheter tubing subassembly lot had two reported nonconformances, in which twenty-nine devices were found to contain foreign matter and two were found to have irregular coating. All affected devices were identified and scrapped out prior to device release and none were relevant to the failure mode. It should be noted that there are no other complaints reported for this lot number. Based on the information provided, no returned product and the results of our investigation, a definitive cause could not be established. Appropriate measures have been taken to address this failure mode. Per the quality engineering risk assessment no further action is required. The appropriate personnel have been notified and cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.